Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 07/01/2016 to report that they experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. The reaction was described as itchy skin that turned into a rash, located on the abdomen. On (B)(6) 2015, the patient was seen by their doctor and was told to use over-the-counter benadryl gel. The patient was seen again for the reaction on (B)(6) 2016 and was prescribed mometasone tropical cream. The affected area was treated with the benadryl gel and prescribed mometasone cream. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.